Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerlock is inconclusive due to the state of the returned sample. An initial visual observation of the photograph showed the device in a plastic packaging. No damage could be seen on the sample in the returned photograph. No details of leaking could be discerned from the photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "I put it in and found it leaking in two places."